Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination of the balloon catheter confirmed no shaft break. The shaft was fully intact and not broken. An attempt was made to load a 0.014 inch wire, however was unsuccessful. Wire restriction was evident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that during an unspecified procedure a shaft break occurred. A 70% stenosed de novo lesion was located in the calcified proximal left main coronary artery. During insertion the physician attempted to advance a 3.5mm x 15mm flextome cutting balloon onto a non-bsc guide wire and the balloon would not advance. The physician examined the device and found a shaft break. The device was removed from the patient in two pieces. There were no patient complications. The procedure was completed with a different device. Patient status is reported as ok.

Event description:
It was reported that during an unspecified procedure a shaft break occurred. A 70% stenosed de novo lesion was located in the calcified proximal left main coronary artery. During insertion, the physician attempted to advance a 3.5mm x 15mm flextome cutting balloon onto a non-bsc guidewire and the balloon would not advance. The physician examined the device and found a shaft break. The device was removed from the pt in two pieces. There were no pt complications. The procedure was completed with a different device. Pt status is reported as ok.